Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator of a 6f exoseal vascular closure device (vcd) failed to change despite standard use during a hemostasis procedure following superficial femoral artery (sfa) treatment via an ipsilateral antegrade approach in the groin. Manual compression was applied, and hemostasis was achieved without issue. There was no reported patient injury. There were no damages found on the device or device packaging prior to opening, and no visible signs of device or package damage prior to use. The device was stored and prepared according to the instructions for use (IFU). The patient¿s body mass index (bmi) was not greater than 40. The physician had achieved certification on the use of the 6f exoseal vcd, and the user was trained in the use of the device. A 6f 11cm non-cordis catheter sheath introducer was used. Regarding the femoral puncture site, the artery¿s suitability was verified by angiography, including a 30¿45 degree insertion angle; vessel diameter was confirmed to be =5mm; there was no visible calcium or plaque, vessel tortuosity, stent, or stenosis greater than 50% at or near the puncture site. There was no previous closure within 30 days, nor any pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. There was no difficulty connecting the vascular sheath introducer with the 6f exoseal vcd. Pulsatile flow was observed from the bleed-back indicator, and the 6f exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. No red color was observed in the indicator window during retraction. Upon removal, the indicator wire loop was deployed and showed no anomalies. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the indicator of a 6f exoseal vascular closure device (vcd) failed to change despite standard use during a hemostasis procedure following superficial femoral artery (sfa) treatment via an ipsilateral antegrade approach in the groin. Manual compression was applied, and hemostasis was achieved without issue. There was no reported patient injury. There were no damages found on the device or device packaging prior to opening, and no visible signs of device or package damage prior to use. The device was stored and prepared according to the instructions for use (IFU). The patient¿s body mass index (bmi) was not greater than 40. The physician had achieved certification on the use of the 6f exoseal vcd, and the user was trained in the use of the device. A 6f 11cm non-cordis catheter sheath introducer (csi) was used. Regarding the femoral puncture site, the artery¿s suitability was verified by angiography, including a 30¿45 degree insertion angle; vessel diameter was confirmed to be =5mm; there was no visible calcium or plaque, vessel tortuosity, stent, or stenosis greater than 50% at or near the puncture site. There was no previous closure within 30 days, nor any pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. There was no difficulty connecting the vascular sheath introducer with the 6f exoseal vcd. Pulsatile flow was observed from the bleed-back indicator, and the 6f exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. No red color was observed in the indicator window during retraction. Upon removal, the indicator wire loop was deployed and showed no anomalies. One non-sterile exoseal vascular closure device 6f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in a manufacturing position, and the indicator wire was found fully deployed. An 6f non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis no additional anomalies were observed to be reported. A deployment simulation evaluation was performed. During this analysis the indicator wire was pulled to achieve the black/black position in the indicator window, then it was proceeded with the deployment lever full depression, achieving the indicator wire retraction and plug expected deployment. Additionally, the indicator window black/white and red position was obtained as well. A high magnification evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator¿ was not observed through analysis of the returned device since the window achieved full transition with successful plug deployment during the analysis. The exact cause for the issue reported could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported event. An antegrade approach was used. The precautions section in the IFU indicates that serious adverse events might result with the use of the exoseal vcd in vessels not suitable for the use of the device. The safety and effectiveness of this device in an antegrade approach has not been established. An antegrade approach may not allow for proper visualization of the actual arteriotomy site, as the imaging dye will flow away from the actual arteriotomy site with this approach. The IFU states ¿with antegrade puncture (restricted to peripheral vascular catheterization procedures), the ability to accurately assess vessel size or extraluminal device position may be limited¿. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, a risk assessment has been initiated to further investigate similar complaints reported.